Event description:
Hcp reported pt presented with signs of an infection of the device pocket. These include fever, redness, swelling, and pain. Cultures of the device pocket were obtained. Staph aureus was the organism cultured. Pt does not have meningitis. The pt was treated with both IV and oral antibiotics and total device system explant in 2004. The device was not returned to the MFR for analysis. Hcp reports pt's infection is now resolved. Hcp reports pt has a history of psaos abscess (3 years ago) and calf abscess (4 months prior to procedure) iwth isolation of oxacillin sensitive staph aureus.